Manufacturer narrative:
Section g3 and reportable aware date updated from 01 jun 2022 to 31 may 2023.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had sensing issues due to r-wave amplitude variation. The patient was asymptomatic. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.